Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose due to bent cannula. Blood glucose level at the time of the incident was 472 mg/dl. Customer stated the blood glucose value goes up from 340 mg/dl then 280 mg/dl and goes to 472 mg/dl due to bent cannula. Auto mode was not active at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.